Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who reported about 3-6 months ago they had a shock within their body near their heart and other parts of their body during normal day to day activities. According to the patient it was a low-level electrical shock that happened maybe 10-20 times. The patient was supposed to get an MRI, but because of the shock they wouldn¿t do the MRI. There were no recent falls. The issue was not resolved.